Manufacturer narrative:
The incident sample was returned and confirmed to leak. Covidien labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The initial report said there was leaking of the cooling solution. Upon return of device evaluation, it was discovered that a leak occurred at the handle of the needle electrode, which could have been in the sterile field.